Event description:
The initial reporter received a questionable gluc3 (glucose hk gen.3) result from one patient sample tested on the cobas 6000 c501 (ul) v. The initial result was reported outside of the laboratory. The patient sample was run on a glucometer in the emergency room (ER) and then sent to the laboratory. The ER staff questioned the result as it did not match the glucometer reading. The patient sample was then rerun on their other roche module. The initial result from the module was 82 mg/dl. The repeat result from the other module was 452 mg/dl with a data flag. The repeat result was deemed correct.  The reagent lot number is 66105401. The expiration date is 31-dec-2023.

Manufacturer narrative:
The calibration performed on (B)(6) 2023 was within specifications. The qc was within specifications prior to the event. After the event, they then ran the qc on 26-feb-2023 at 4:00 am and it was completely out of range. The alarm trace did not indicate any issues. The field service engineer (fse) cleaned the fluidic pathway for the probes and found the sample probe was occluded and one of the reagent syringes was loose and not seated properly. He then reseated the affected syringe, ran warm water through two of the solenoid valves, adjusted the rinse cell and drying squeegees, and checked the rinse head tubing for leaks. He also replaced the sample pipette and performed mechanical adjustments. The customer performed qc with acceptable results. The module was verified to be performing according to specifications.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.